Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Reportedly, the customer alleged that low alerts was not annunciating resulting in the low bg. Customer consumed carbohydrates to address bg. Tandem technical support (cts) reviewed pump data logs to determine a possible cause. Cts reviewed pump data logs and found that the pump performed as intended and the cause of the low bg was unknown.